Manufacturer narrative:
This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this guidant right ventricular (rv) lead and a bsc cardiac resynchronization therapy-defibrillator (crt-d) were associated with a report of a remote monitoring alert for a high out-of-range shock impedance measurement. A bsc technical services (ts) consultant advised clinical testing with isometric exercises and pocket manipulation to try to produce out-of-range measurements and noise, consideration of an x-ray to assess if a terminal pin had pulled back from the device connector block, and trying to program different shock vectors to see if the issue can be isolated to a specific device-lead terminal pin connection issue. The representative subsequently reported device/lead reprogramming showed intermittent high impedances in two configurations involving the proximal coil. The device was programmed to provide shock therapy between the distal coil and device, and defibrillation threshold testing was successful. There were no reports of adverse patient effects, and the device and lead remain implanted and in service. Subsequently additional high shock impedance measurements were recorded. The system was to continue to be monitored. There were no adverse patient effects reported.